Manufacturer narrative:
Lot number and device manufacture date provided. The hardware investigation found that the reported event was related to a hardware issue. The handle end cap had been broken off. Otherwise, the handle accepts and releases instruments without issue and the ratchet mechanism is functional. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the metal piece on the back ratcheting handle fell off. No part of the instrument fell into the patient. The surgeon was able to continue the surgery with another functional instrument and completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.